Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented on (B) (6) 2010 with a pacing rate of 40 pulses per minute. A chest x-ray revealed pericardial effusion. The lead was explanted and replaced via thoracotomy on (B) (6) 2010, at which time cardiac perforation was found.